Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the device was unable to discharge with paddles and displayed a "poor pad contact" message. Complainant indicated that the clinician was able to obtain another device (zoll pd1400, serial number unknown) to continue cardioverting the patient with electrode pads attached. Complainant indicated that there was no adverse affect to the patient due to the reported malfunction.